Event description:
Customer reported experiencing high blood glucose values upon waking up, as high as 418 mg/dl. Customer stated she would contact her health care professional if her blood sugar stayed high after changing the infusion set. Customer believed the time/date settings may have been the cause of the issue. Customer declined high blood glucose troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.